Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. On (B)(6) 2013, a telephone conversation with the doctor's office stated that the patient had chronic microhematuria and urinary incontinence on (B)(6) 2011. On (B)(6) 2011, the patient came back for examination due to pelvic pain and no prescribed medications were recorded. On (B)(6) 2012, a cystoscopy was done reporting no abnormalities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. On n(B)(6) 2013, a telephone conversation with the doctor's office stated that the patient had chronic microhematuria and urinary incontinence on (B)(6) 2011. On (B)(6) 2011, the patient came back for examination due to pelvic pain and no prescribed medications were recorded. On (B)(6) 2012, a cystoscopy was done reporting no abnormalities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.